Manufacturer narrative:
Upon visual inspection there were no issue found that would be related to the reported event. The iesu was tested using the system, the unit energized and cauterized, and all ports recognized instruments in error log c-00 errors. There were no issues. The iesu will be returned to the original equipment manufacturer. Root cause is attributed to a defective generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure that an error message every time the customer used the bovie. The customer reported that the same issue occurred during a case the previous day. The customer advised that error c-01 occurred, along with a message stating that the activation had been interrupted due to an error. The system logs confirmed the reported error. The customer advised when the error occurs that there is a slight delay, but then the energy fires. The customer tried multiple instruments and energy cords. The tse recommended rebooting the erbe and connecting the monopolar energy cord to the top monopolar energy port on the erbe. The customer advised that they would so after the procedure. There were no reports of patient injury. Intuitive followed up with the customer for additional information and was advised that there was no additional information available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.